Manufacturer narrative:
Bayer product analysis received a photo of the affected syringe. Visual examination confirmed a hair-like particulate within the syringe barrel. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history demonstrated a frequency of 0.21 complaints per million for particulate inside a syringe barrel.

Event description:
The customer reported the following: after opening a ssqk 65/115vs syringe kit, a hair was observed within the syringe barrel. There was no adverse event or injury.